Event description:
The dealer reported that the consumer was in his wheelchair while riding in a vehicle and the seat frame broke an inch above the rail and the user fell through the seat. The fire department had to pull the consumer out of the chair. No serious injury alleged.